Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and difficult to push. Evaluation revealed that there was contamination under all of the keypad contacts. Unrelated to this complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, there was moisture inside the pump. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were unresponsive. The patient reportedly tried to reboot the pump after he went swimming and stated that the keypad buttons would not respond at all to button presses. The patient reportedly did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.